Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during initial drain. Per the initial report, the home patient (hp) had a system error 2240 (air in the set). The technical service representative (tsr) advised the caregiver (cg) that air had entered the setup. The tsr explained to the cg that the tsr had explained the alarm and possible causes of the alarm. Global product surveillance contacted hp on (B)(6) 2011. The hp was able to complete therapy with new supplies. The hp did not notice any defects with the original supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The system error 2240 alarm (air in the set) was not confirmed. The sample was not available or returned for evaluation and the lot number was not known to perform a batch review or retention sample analysis. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). The assignable cause for the reported problem was undetermined.